Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse recalibrated the master tool manipulators (mtms) on the surgeon side console (ssc). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to the mtms being out of calibration.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the master tool manipulator right (mtmr) on one of the surgeon side consoles (ssc) was drifting. Both ssc's were in use, and it was unknown which ssc had the issue. Intuitive surgical, inc.(isi) technical support engineer (tse) advised to ensure that the surgeon was not letting go of the master controllers when their head was in the viewer. The tse reviewed the system logs but was not able to find any associated errors. The procedure was completed with no reported injury. Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed which console had the issue.